Event description:
During an anterior/posterior l3-l4, l4-l5, l5-s1 fusion upon seeding a second bone dowel, the dowel cracked in half. Bone morphogenic protein and the anterior part of the bone dowel remained in place. The spine was very stable at this point and no body fragments could be removed. The pt did well postoperatively.